Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose readings and stated that the insulin was not going through. Mother stated that this event caused the customer to run higher blood glucose readings than normal. Customer's blood glucose reading at the time of the hospitalization was 600 mg/dl and was treated with IV drips. Customer reported symptoms of nausea, dizziness, upset stomach, fruity breath and keytones prior to the hospitalization. Mother stated that they did not like the sensor and the fact that it continuously alarmed low. Troubleshooting was declined. No further information reported.